Event description:
Hcp reported pt was overdosed at a pump implant in 2004. The original purge bolus done prior to implant was not stopped before it was implanted. The pt's symptoms were described as a slow wake-up from anesthesia and the need for mechanical ventilation. The pt was admitted to ICU overnight on a ventilator and was disharged from the hosp the next day. Hcp reported the cause for the event was human error. The pt is reported as doing fine.